Manufacturer narrative:
(B) (4). Physio-control provided technical assistance and recommended replacing the power conversion pcb. Customer informed that they did not want to repair the device since they are receiving a replacement defibrillator. The root cause of issue could not be determined.

Event description:
Customer reported that during a preventive maintenance inspection, the device failed to deliver defibrillation energy below 20j. There was no pt involvement with the reported event.